Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm or battery out limit alarms were noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer reported that she was receiving a no delivery and motor error alarm, during a bolus delivery attempt. Her blood glucose was 224 mg/dl, which was treated with manual injection. The customer stated the no delivery alarm occurred, she was able to resume the bolus, but then a couple seconds after that she received the motor error alarm. The insulin pump was not exposed to a strong magnetic field, according to the customer. After clearing the motor error alarm, the customer received a battery out limit alarm, followed by a failed battery test alarm, which she cleared in the order they were received. The customer does not use the sensor feature on the insulin pump. She was not able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.